Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the wire would not advance. During a pulmonary vein isolation (pvi) procedure, a farawave catheter was selected for use. The farawave catheter was placed into the left atrium. The guidewire would not advance once in the flower position. Troubleshooting was performed which included reloading the guidewire into the catheter and trying to re-advance the guidewire. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to be return for analysis.